Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that some stand movements not available. Review of the system log file showed that power supply (spp) is not switched on. Upon functional testing, the fse found issue with luc1 and extension board. Fse ordered and replaced the luc1 and extension board, but the issue still remains. On further system analysis fse identified that the motor voltage regulator (mvr) high power board was at fault. The fse replaced mvr high power board. After replacement of mvr high power board, system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.

Event description:
It has been reported to philips that some of the stand movements were not possible. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the mvr high power board. The fse replaced the mrv high power board and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.